Manufacturer narrative:
Additional information added to: device received 12dec2020; teco completed 07jan2021, investigation results pending.

Event description:
It was reported by the customer that the device received error code 357.6020. There was no patient involvement.

Event description:
It was reported by the customer that the device received error code 357.6020. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover with keypad causing error 357.6020, rear case bottom front corners cracked, barrel clamp cracked handle, handles cracked, left iui contaminated, right iui contaminated. Calibrated. A review of the device history record showed the device had a manufacture date of 17 mar 2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the cover front syringe. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover with keypad causing error 357.6020, rear case bottom front corners cracked, barrel clamp cracked handle, handles cracked, left iui contaminated, right iui contaminated. Calibrated. A review of the device history record showed the device had a manufacture date of 17 mar 2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the cover front syringe. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #: ca-2018-0161 for iui conn issues. CAPA #: 1604765 for syr rear case.

Event description:
It was reported by the customer that the device received error code 357.6020. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported by the customer that the device received error code 357.6020. There was no patient involvement.